Manufacturer narrative:
Root cause: a sample picture was provided and confirmed the presence of a hair in the emesis basin. The true root cause and source of the hair is undetermined. Potential sources of hair contamination were identified but are not limited to the following: vendor-supplied products introduced hair prior to the manufacturing process; employees introduced hair at the manufacturing facility; or hair introduced during set-up process at the user facility. Corrective action: team members and employees have been retrained on proper gowning and hair covering techniques. They also were retrained on proper cleaning procedures. Investigation summary an internal complaint (call 41964) was received indicating that a hair was found inside an emesis basin in a set up pack (finished good 89-6506, lot 45215558). When a complaint is received reporting the presence of hair in a tray or kit, deroyal gathers information to try to identify where the hair was introduced to the product. For this report, a sample was not available for return; however, photos were provided that confirmed the presence of a hair on the emesis basin. The work order was reviewed for discrepancies that may have contributed to the reported event. No discrepancies were identified. Deroyal has sold 1,422 cases of 89-6506 from 2015 to present. No similar complaint report has been filed for this finished good. Deroyal initiated a corporate corrective and prevent action (CAPA) report (corp 15-08-001) to investigate complaints of hair contamination in trays. This CAPA has been completed and verified. Preventive action: the manufacturing facility will continue to monitor employees on the dress code procedure and increase awareness of hair in the production environment. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
A hair was found inside the emesis basin that was packed inside the set up pack that the customer receives through geomed. This was found as they were completing set-up for surgery. The patient was on the table and anesthesia had just been started, so the patient could not be moved. The contaminated kit was removed, and surgery was delayed for several minutes as all new instruments and set-up had to be replaced.